Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced loss of leg function approximately one week following implant surgery. The patient entered a rehabilitation facility to receive therapy to address the issue and has since returned home and regained leg function.